Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis. The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. During the procedure, the valve was recaptured twice, and it appears the wire may not have been pulled back enough to release tension on the system. The valve was able to be successfully released at a depth of 7mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Post-implant, the valve migrated and the patient developed with a complete heart block. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On (B)(6) 2025, a permanent pacemaker was required to resolve the event. The patient was discharged.

Manufacturer narrative:
An event of device migration towards aorta and complete heart block during procedure was reported. Information from the field indicated that the valve was recaptured twice. The valve was able to be successfully released at a depth of 7mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incidents could not be conclusively determined. It is possible that anatomical condition and procedural difficulties may have contributed to the device migration. However, this cannot be confirmed. The heart block appears to be cascading effect of device migration. The surgical intervention is a result of a permanent pacemaker implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis. During the procedure, the valve was able to be successfully released. Post-implant, the valve migrated 7mm below the annulus and the patient developed with a complete heart block. A permanent pacemaker was required to resolve the event. The patient's status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.